Event description:
Reporter indicated x-rays did not reveal an obvious lead fracture, but the x-rays would not be forwarded to the manufacturer for review. The vns was confirmed to be disabled. Surgery to replace the vns is not planned, as the patient did not respond to vns therapy.

Event description:
It was reported by a physician that high lead impedance was received at a follow-up appointment. The patient mentioned an increase in seizures. The area representative recommended the physician to program the device off and referred the patient for x-rays. Additional information was received through the area representative indicating there was no patient manipulation or trauma associated with the high impedance. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.